Event description:
On (B)(6) 2021, a home dialysis area manager reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent a surgical procedure to reposition their catheter. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient underwent a nonemergent outpatient procedure on (B)(6) 2021 for a pd catheter (not a fresenius product) reposition. The patient also had omentum wrapped around their catheter that needed to be removed in the same procedure. It was affirmed the patient did not experience a serious injury that could potentially cause or contribute to the malposition of his catheter. Additionally, it was confirmed the patient's malposition and omentum wrapping of their pd catheter and the associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues pd therapy on a newly received liberty select cycler at home (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).